Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by the instructions for use that in the following to contact olympus incase leakage is detected. "Reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. The device evaluation found foreign matter in the air/water tube and cylinder. In addition the device evaluation also found that water tightness was lost due to deformation of the right left and up down knobs and the shaft guide has corrosion due to water leakage. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. A chip was found on the objective lens and the light guide lens had a crack. It was found that the bending tube was damaged and the universal cord has a wrinkle. Scratches were also found on various components. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the adhesions at the distal end were damaged, the lens frames and angulation rubber were porous. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter in the air/water tube and cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.